Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (b)(4 , serial: (B)(6) , batch: 786995.

Event description:
It was reported the patient's left lead had migrated. Surgical intervention took place on (B)(6) 2024 during which the lead was explanted and replaced. Therapy was restored post-op. Investigation was unable to determine which lead had migrated.